Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to a lifted pad underneath high-voltage capacitor c19 on the defibrillator pca. The monitor enclosure was physically damaged. The root cause for the damaged c19 capacitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was displaying a service code.